Event description:
It was reported that the catheter was replaced due to an infection. The pump was not affected by the infection and was left intact. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager model# 8835 serial# (B)(4). Catheter model# 8709sc lot# n311600003 implanted: (B)(6) 2012 explanted: unk. (B)(4).